Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, when the surgeon attempted to fire the device, the indicator lights showed signs of reload replacement. The handle and reload were replaced by new ones to correct the problem. The nurse indicated that the device had been successfully tested prior to use. There was no patient injury.

Manufacturer narrative:
Was incorrectly selected as "death" in error on the initial MDR. File is reportable as a malfunction. There was no patient injury or harm.